Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implantation, utilizing a large flexnav delivery system (ds). Difficulties placing a pacemaker (pm) into the right ventricle occurred. A pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 23mm true dilatation (td) balloon. The valve was implanted. It was noted that one re-sheathing was performed. A 23mm td balloon was used to post dilate, and a 24mm td balloon was used to post dilate. The patient remained stable during the procedure. The ds was removed from the patient. However, after the ds had already been outside of the body, there was a drop in blood pressure. There was no bleeding in femoral or iliac arteries, and aorta was seen in angio, with no pericardial effusion (pe). Intubation was performed and noradrenalin were administered. A computed tomography (CT) scan was performed, and the patient was transferred to surgery. It was noted that the patient was stable after intervention. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hypotension, hemorrhage, and perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported hypotension is likely a cascading effect of the bleeding. However, the cause of the reported bleeding could not be conclusively determined. The cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as the patient was intubated and medication was administered, and subsequently the patient underwent surgical vessel closure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.codes removed: medical device problem code: 2993

Event description:
Subsequent to the previously filed report, additional information was received: it was noted that difficulties placing a temporary pacemaker (pm) occurred. The temporary pm was placed for pre-dilatation balloon aortic valvuloplasty (bav), prior to valve implantation. Post-dilatation was performed due to a perivalvular leak (pvl). The patient was intubated due to unstable conditions. The patient underwent same day, surgical vessel closure due to bleeding noted in the CT scan.